Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this was a malfunction of the ECG trunk cable and 3 lead one piece snap cable the replacement for which was ordered. The device remains at the customer site, requiring no further evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a worn ECG trunk cable and 3 lead one piece snap cable the replacement. The customer ordered the ECG trunk cable and 3 lead one piece snap cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the ECG cables were worn. There was no patient involvement.